Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: improper implant size selection, using an implant that was too long, or installing the implant too deep, possibly exacerbated by the patient's anatomical deformities.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient has a dysmorphic sacrum. The patient later complained of continued radicular pain. The surgeon could not definitely determine if the superior positioned implant had breached the neuroforamen, but the patient wanted it removed anyway. It was noted that the patient had left leg pain before the initial procedure as well. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the superior positioned implant using chisels. No other preexisting implants were adjusted or removed. The patient was doing well following the procedure.